Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/26/2024, it was reported by the facility surgical director via phone that an operating room nurse got stabbed by the butterfly needle from an arthrex angel prp processing system in the process of disposing of the needle. This was discovered during a procedure on (B)(6) 2024. The facility's surgical direction reported the needle did not have an engineered safety device on the needle to dispose of it safely. This incident did not affect the procedure, and the case was completed successfully without further issues. The operating room nurse will follow standard protocol and testing for cross contamination.